Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the helix could be extended and retracted within specification.

Event description:
It was reported that the right ventricular (rv) lead dislodged during implant. The physician was concerned about the helix mechanism and opted to use an alternate lead. No patient complications have been reported as a result of this event.